Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 with a blood glucose (bg) as high as 600 mg/dl and diabetic ketoacidosis. The customer addressed the bg level with a bolus via the pump. Reportedly, the customer was unsure what caused the elevated bg level as the customer was on their menstrual cycle and that they believed the infusion set had a hole in it that may have leaked. However, it was unable to be confirmed. The customer was treated with insulin drip and vitamins while in the hospital. The customer was released on (B)(6) 2016 and reported bg levels in normal range.